Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389-40, lot# j0340570v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient's left lead's extension eroded through the patient's scalp. The patient's wife noticed a scab on the patient's scalp over the past month which lead to the discovery of the erosion. The whole system was explanted as the patient was also experiencing a decline in functioning; the patient was falling.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.